Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the battery became very hot, and the acid has leaked partially.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This report is being submitted to relay additional information. The following sections were updated/corrected. Review of the device history record for 00515047500, lot number 63628692, identified no relevant deviations or anomalies. Product examination found that there was leakage from one of the batteries. This interrupted the circuit and caused the unit to not function. This complaint is confirmed. The root cause of the reported event could not be specifically determined. The nature of this battery failure cannot be ascertained. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.